Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a failure code of 550:320:654:0000 was confirmed, but not reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.